Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2022 the journal of shoulder and elbow surgery, titled ¿short-term clinical and radiographic outcomes of a hybrid all-polyethylene glenoid based on preoperative glenoid morphology¿. The study reviewed three hundred thirty-three (333) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and univers vaultlock (arthrex) to address primary osteoarthritis. During the twenty-four (24) month follow-up period, two (2) patients experienced glenoid loosening requiring revision. Source: creighton, r. Alexander, et al. "Short-term clinical and radiographic outcomes of a hybrid all-polyethylene glenoid based on preoperative glenoid morphology." Journal of shoulder and elbow surgery 31.12 (2022): 2554-2561.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.